Event description:
An 8-6mm amplatzer duct occluder became dislodged, as the device did not "bite into" the vessel in the pulmonary artery. Surgical removal was required.

Manufacturer narrative:
The results of this investigation are inconclusive since no additional information was received. The cause of the embolization remains unknown.